Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the age incorrectly.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2014. The explant hospital does not return explanted products to the manufacturer per hospital policy. As a result, analysis cannot be performed on the devices.

Event description:
Additional information was received stating that x-rays were taken and were reported by the physician to be unremarkable. The vns patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2014, the patient reported that she was seen by the physician that day and informed by the physician that high lead impedance was observed on the device. The physician later reported that the patient had recently reported stimulation not perceived, but she had not been checked in over a year. There was no known cause of the high impedance, but the physician was advised about vns device disablement. However, the physician noted that he isn't sure if the patient will agree to the disablement, but he would discuss the issue with her further. Attempts were made for additional information; however, they were unsuccessful. Clinic notes were received which indicate the vns was the only thing that helped the patient and that the patient was doing well and either not depressed or mildly depressed. Surgery is likely, but has not occurred to date.